Event description:
It was reported that an arteriotomy closure of a mildly calcified common femoral artery was attempted using a proglide device with a 5fr sheath after an atherectomy procedure. Reportedly, following suture placement, upon removal of the proglide device it was felt the foot may have been in the open position. It was speculated that a dissection occurred before the proglide device was placed. A balloon catheter was used and the site looked much better. A clinically significant delay in the procedure of approximately 30 minutes occurred due to the dissection. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was noted in a common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Evaluation summary: the suture mediated closure (smc) system was returned for analysis. There were no abnormal observations noted to the smc system. During the device analysis, the foot was fully deployed then completely retracted via opening and closing the lever. The reported upon removal of the proglide device it was felt the foot may have been in the open position was not confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.